Manufacturer narrative:
The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after approximately 51 hours of intra-aortic balloon (iab) therapy, the patient was changed from from 1:1 to 1:2 and immediately the console generated an air leak alarm. The customer went through the trouble-shooting steps and ended up correcting the problem by putting the console on pause and doing a manual re-fill of the iab. Approximately 16 hours later, the same alarm was generated again. It was noted that the patient was on a peep of 5 and an ac/vc setting vt 500, was not coughing or fighting the vent, was not tachycardic or febrile. There was no patient harm or adverse even reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.